Event description:
Device malfunction: resistance during thumb advance deployment. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery an unspecified procedure. Reportedly, during thumb advancer deployment, resistance was felt. A dilator was inserted into the access ports. The safety release button was activated enabling the thumb advancer to be retracted and removal of the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.